Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of resection of endometriosis and cystoscopy. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary problems, and dyspareunia. It was also reported that on (B)(6) 2005 the patient underwent an emergency visit for post-operative placement of catheter due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency.

Event description:
It was reported that following insertion the patient experienced urinary urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent sling implantation concurrently with a tubal ligation. Due to erosion and urinary obstruction the patient had mesh removed on (B)(6) 2006. (B)(4).